Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula dislodged from the site. No information was provided on how the hyperglycemia was treated.